Manufacturer narrative:
The troponin t hs stat reagent lot number was 827211 with an expiration date of 30-apr-2026.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 analyzer (disk system). The initial result was 12.37 pg/ml. The sample was repeated twice, with results of 17.05 pg/ml and 13.46 pg/ml.

Manufacturer narrative:
No relevant alarms were observed during a review of the alarm trace data. Instrument maintenance was performed according to specifications. Qc was acceptable. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.